Event description:
A customer contacted baxter's (b)(46) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to troubleshoot. The tsr informed the hp to start over with new supplies. Per the hp, no reason was found for the alarm. No patient injury or medical intervention was reported. During a follow up with the nurse regarding the alarm, it was revealed that the hp was doing fine and had continued therapy as normal.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. A follow-up report will be filed should any necessary supplemental information become available. Since a cause of the reported se 2240 alarm was not identified, separate emdrs will be submitted against the cassette and extension set.

Manufacturer narrative:
(B)(4). This complaint for excessive air that occurred during drain was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).